Event description:
The device was being utilized during the declotting of an a-v graft. When another vendor's balloon catheter was placed through the sheath, upon removal of the deflated balloon, the sheath valve came out and wrapped around the catheter. The graft was clotted, and no blood loss was suffered.